Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid was not working, with an error indicating that the device required maintenance. A field service engineer disconnected and reconnected the bioid, and the light came on. Logged into cfnadmin, cleared out extra drivers, and restarted the driver in services. Scanned for updated drivers and ran a test on bioid in hta. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the fingerprint scanner did not work, preventing users from accessing medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.